Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing bent event on (B)(6) 2024. The leakage was in the tubing. The infusion set was in use for 48-72 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.